Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration tubing (tubing). During the procedure, the physician noticed air bubbles inside the tubing while being used with a penumbra system aspiration pump max 110v. The physician checked the connection of the penumbra system ace68 reperfusion catheter, but it seemed that the air was coming into the tubing though the tubing on/off switch. Therefore, the procedure was completed using a new tubing. There was no report of an adverse effect to the patient.